Event description:
It was reported that during a coronary durg eluting stenting treatment procedure stent damage was noticed. Prior to being introduced into the patient to treat a lesion in the right coronary artery (rca), it was reported that the distal end of the 3.0x12mm taxus express2 drug eluting stent (des) was flared. The device did not contact the patient. The physician completed the procedure using a different 3.0x12mm taxus express2 des as well as a 3.0x32mm taxus express2 des. There were no patient complications noted with the patient outcome listed as "good".